Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced a hyperglycemia event on (B)(6) 2026. The patient stated that sensor was not reading correctly, and the blood glucose level recorded was 193 mg/dl. The patient was treated with a corrective bolus using the pump along with semaglutide.. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.